Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. No motion sensor test failure alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had several motor error alarms, a motor position encoder error alarm and a motion sensor test failure alarm. The blood glucose at the time of the incident was 240 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.